Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion the needle failed to retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: after puncturing a patient's vein, when pressing the catheter button that collects the mandrel, a crack occurred at the bottom of the device and the needle was not completely retracted, leaving the cutting tip exposed with blood.

Manufacturer narrative:
Investigation summary: no samples or photos are available for analysis, however the failure can be verified through the batch review after a quality notification was found that can be related to the failure. Based on the results of the investigation so far a probable cause for this defect may be related to quality notification that there is a lot history of the assembled set, however, the presence of the problem sample is fundamental to determine a possible root cause.

Event description:
It was reported that after insertion the needle failed to retract with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: after puncturing a patient's vein, when pressing the catheter button that collects the mandrel, a crack occurred at the bottom of the device and the needle was not completely retracted, leaving the cutting tip exposed with blood.